Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Was there any precipitating stress factor for the suture breakage? What is physician¿s opinion as to the etiology of or contributing factors to this event (suture breakage post-op)? Other relevant patient history/concomitant medications? What is the patient current status after re-suturing procedure? If sterile product will be returned, please provide a return date, tracking information?

Event description:
It was reported that the patient underwent an open reduction and internal fixation of greater tuberosity fracture of humerus surgery on (B)(6) 2020 and the suture was used. After about 1month post-op, the patient felt dislocated and came back to hospital. The second surgery was taken on (B)(6) 2020, and the suture was found broken in patient, re-suturing was performed. The patient is stable now. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 07/27/2020. Additional information was requested, and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure? Unk. On what tissue was the suture used? Please refer to complaint information. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. How was the suture placed, interrupted or continuous? Unk. Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Unk. Was there any precipitating stress factor for the suture breakage? Unk. What is physician¿s opinion as to the etiology of or contributing factors to this event (suture breakage post-op)? Unk. Other relevant patient history/concomitant medications? Unk. What is the patient current status after re-suturing procedure? Unk. If sterile product will be returned, please provide a return date, tracking information? Under follow up with sales rep. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/25/2020. A manufacturing record evaluation was performed for the finished device batch pjj399 and no non-conformances were identified. Additional h-3 summary: one empty overwrap, one empty folder and three needle-suture combinations of product code mb66, lot pjj399 were received for analysis. The complaint sample was not received for evaluation. The product code is multi-strand and required four strands per packet. During the visual inspection of three needle-sutures, the swage and attachment area were noted to be as expected. The sutures were examined along of the strands and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance - breakage of suture post-op was found and the tested needle-suture met the finished goods requirements this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.